Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complainant alleges that the "patient's ventilator began to alarm because the heated wire in the circuit melted a hole in the circuit and caused a leak". No patient injury reported.